Event description:
Pt was having a intrathecal catheter placement for neuropathic pain and idiopathic peripheral neuropathy. They tested the catheter for csf to confirm placement into the epidural space, there was no return. X-ray could not confirm that it was indeed in the epidural space - no radio opaque material in catheter - and the catheter would not move forward, it was decided to remove catheter and needle. When the catheter was removed, it had sheared off - possibly in the intrathecal space, approximately 8 cm was lost. A second catheter was inserted with no complications.